Event description:
It was reported that the lead was dislodged at first follow-up and was repositioned. The next follow-up showed insufficient measurements, so the lead was explanted.

Manufacturer narrative:
Na